Event description:
Additional information received for this (B)(6) study patient indicated that the patient expired approximately forty-four months after the study index procedure. The information was received from a family member. The cause of death was unknown. It was not known if the event was cardiac or non-cardiac. An autopsy was not performed. The death certificate is not yet available. The event was reported to be unrelated to the study index procedure, the study devices, or to the study drug. Additional information was requested. The patient was enrolled in the study and had two (2 each) cypher 2.25 x 13 mm. Stents implanted in the distal left anterior descending (lad) target lesion. The target lesion was reported to be: de novo, an 80% stenosis, absent of thrombus, not heavily calcified, not extremely tortuous, greater than or equal to 30 mm. In length, and type c. The lesion was pre-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The first cypher 2.25 x 23 mm. Stent was deployed at sixteen atmospheres (16 atm.). The stent was not post-dilated. The second cypher 2.25 x 23 mm. Stent was deployed proximal to the first stent at eighteen atmospheres (18 atm.) And was abutting the first stent. The stents did not overlap. The stent was post-dilated. Sixty-four days after the study index procedure, the patient was found to have gangrene with positive blood cultures, necessitating below the knee amputation of the right leg. The event resolved without sequela and was noted to be unrelated to the index procedure and implanted stents.

Manufacturer narrative:
Please note that this report represents two (2 each) products with the same catalog and lot number. The products are not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received for this (B)(6) study patient indicated that the patient expired approximately forty-four months after the study index procedure. The information was received from a family member. The cause of death was reported to be acute respiratory failure due to septic shock. An autopsy was not performed. The death certificate is not yet available. The event was reported to be unrelated to the study index procedure, the study devices, or to the study drug. Based on the additional information received, the event does not meet the definition for reportability as a serious injury.